Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search of the complaint database was conducted and results revealed no additional investigation for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient reported that a za9003 14.5 diopter intraocular lens (iol) was implanted into her right eye (od) on (B)(6) 2017. Post-operatively, the day after surgery, the patient experienced seeing halos. Also, the patient stated that her pupils are more dilated than typical and wondered if this was the cause of the halos. Reportedly, the patient had astigmatism pre-operatively and still has this post-operatively. The lens may be explanted and replaced, but she is currently doing researching to figure out if the explant will be performed or not. No additional information was provided.